Event description:
The customer reported via phone call that their sensor had inaccurate readings. Customer's blood glucose was 155 mg/dl and their sensor glucose read 50 mg/dl. Customer also stated, their blood glucose would be 85 mg/dl and their sensor glucose would read 40 mg/dl. The customer also stated their insulin pump went in to threshold suspend due to the inaccurate readings. Customer also reported receiving a bad sensor alert with their sensor. The customer's sensor cannula was not bent upon removal of their sensor during troubleshooting. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of 1 opened and used enlite sensor showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.